Manufacturer narrative:
This supplemental report was submitted to provide the results of the device investigation. No further information has been obtained or provided from the customer regarding the event details. The subject device was returned to olympus for evaluation which was able to confirm/reproduce the customer¿s reported colored image problem. The image was pink, purple and green in color and the image problem was isolated to either or both a defective video cable and charged coupled device (ccd) unit. Dents were observed on the rigid insertion tube and the video cable is cut and has become hardened due to the internal metal framework of the scope has become too stiff. A review of the device history records (DHR) review showed there is no non-conformity associated with this device with respect to the described issue and the device was manufactured according to valid instructions and met all specifications. The device was last serviced via repair on may 12, 2021. The device evaluation identified the colored image problem was isolated to a defective video cable unit and ccd unit. The exact cause of the defective video cable and or ccd cannot be conclusively determined. However, based on previous investigations the cause can potentially be attributed to the following: (defective video cable) 1. Cable pins of odu connector are too small for shield cables. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam. 3. Manufacturing jig not fully suitable for soldering process. 4. Soldering process at oste is not up to date. New guidelines for soldering process have been update to improve soldering stability and manufacturability of ¿good¿ soldering joints. (Defective ccd) - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to use of an adhesive. - unacceptable tension in the area of the ¿ccd w holder¿ assembly due to an asymmetrical alignment of the spring to holder. - pre-existing damage to the ¿ccd w holder¿ assembly due to using a suboptimal adhesive device. Several changes were implemented including, of the bumper sleeve bonding and alteration of jigs. Olympus will continue to monitor the field performance for this device.

Event description:
Olympus (ofr) was informed that the customer high definition endoeye ii, autoclavable video telescope has a colored image defect, ¿violet image¿. The customer reported issue was found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The investigation is still in progress. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.